Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.

Manufacturer narrative:
Corrected data: correcting expiration date from 06/09/2015 to 06/30/2015. Mfg date: manufacturer date: 01/09/2015. No product was returned. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from june 2014 through may 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from june 2014 through may 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 01/09/2015 to 06/24/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The suspected positive cyclesure® bi was not returned and therefore could not be evaluated for user error. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disk changed correctly. Additionally, the subsequent processed bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 19 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The load included 2 cameras and 2 scopes which were released for use on a patient before the results were confirmed. There is no report of injury or harm associated with the issue. The patient is currently being monitored. This event is reported to the FDA since the load was released and used on a patient before the cyclesure® 24 biological indicator (bi) results were confirmed.